Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber light was irradiated forward, and the console displayed a message related to the fiber life. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber light was irradiated forward, and the console displayed a message related to the fiber life. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported event was not confirmed. Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Analysis did identify that the glass cap of the fiber was more protrude that normal, indicative of a glue failure. The fiber was tested with hene (helium-neon) laser fixture and there were no sings observed for a break at the length of the fiber body. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The identified level of debris adhesion on the metal cap surface probably contributed to elevated temperature near the laser beam output window leading to the glue failure. The increase in temperature near the laser beam output window can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuously elevated temperature can lead to fiber damage, like the glue failure observed. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Although analysis also identified a severe level detritus on the fiber. Additionally, the fiber was tested for forward firing and the rate was below the threshold for potential patient harm. The information reasonably suggest that the identified glue failure is unlikely to cause patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.